Event description:
Per the clinic, the patient experienced seromas around the implant site. The patient underwent two skin flap procedures (dates not reported) to clean the site and remove edematous tissue. In (B)(6) 2013 (specific date not reported) the patient underwent another skin flap procedure to clean the site and reposition the implant body. Subsequent to the procedure it was reported that the patient lost benefit with device use. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
(B)(4) implanted device remains.